Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: poor contact of the camera unit. The most probable cause was traced to component failure, expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head experienced an abnormal image, was unable to get any black/white balance. The issue occurred during inspection for use in an unspecified procedure. There were no reports of patient involvement.